Event description:
Top portion, "flange" of depuy summit femoral broach broke off while broaching in patients left femoral canal. The broach was then lodged in the femoral canal, and the broach handle/extractor could no longer be attached to the broach to extract it from the patient's femoral canal. Eventually the surgeon and or team was able to remove the broken broach and no harm to the patient.